Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer was unable to provide additional patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation energy during a patient event. The device was able to charge to 200j successfully. This issue is patient related; however, there was no adverse patient outcome reported.